Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side ¿not enough milk production¿, which is reported as inability to breast feed, side not specified. No treatment is planned. Healthcare professional later reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device assessed as surgical impact opening (shell thickness within specification). ¿ breastfeeding difficulties: unable to observe since it is not related to the device. Additional observations: ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported ¿not enough milk production¿, which is reported as inability to breast feed, side not specified. This record is for the right side. No treatment is planned. Healthcare professional later reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Information contained in this report was previously submitted through psr on 04/23/2013. Reason for reoperation: rupture.